Manufacturer narrative:
(B)(4). The condition of a pump with an intermittent "channel select" key on the channel "c" pump-head module keypad was confirmed. Inspection of the device revealed the condition was caused by an intermittent channel "c" pump-head module keypad. The pump-head module keypad on channel "c" was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA (B)(4).

Event description:
During service by baxter, the infusion pump was found to contain an intermittent "channel select" key on the channel "c" pump-head module keypad. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B)(4) which is categorized as "unremediated". No additional information is available.